Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The iol was received cut in pieces across the optic. This condition precluded being able to measure the diopter. Visual examination of the lens pieces found no optical deviations with the optic parts. Manufacturing records from this particular lens were verified and showed to be within specifications. Our investigation revealed no product deficiency. Our investigation to date suggests this event was not caused by the lens. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It is reported that the lens was explanted as it was causing recurrent uveitus, glaucoma, macular odema and vitreous hemorrhage. Patient was left aphakic; doctor notes that implanting a further lens would be hazardous in this situation and for that reason the patient will be trialing contact lenses. Patient has significant optic disc cupping as a result of his glaucoma and corneal decompensation. Physician reports that a ultrasound bio microspcopy performed prior to explantation showed that the lens was eroding through the iris nasally. The area of erosion coincides with the right angle bend in the haptic as it leaves the optic. Physician reports that the patient has no further problems with recurrent uveitis, glaucoma or hemorrhage.

Manufacturer narrative:
(B)(6). (B)(4) - intraocular lens. The batch record was reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results. Environmental control conditions during the manufacturing period of this lot of lenses were verified with respect to bioburden- and pyrogens and these showed no deviations. Additionally, review of complaint records revealed that no complaints from this production order number have been received. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: (B)(4). All pertinent information available to abbott medical optics has been submitted.